Event description:
Sharps disposal system is a very unsafe sharps container. It has a flexible plastic cover into which the used sharps are disposed. When putting the used needles or other sharps into this container, it is very easy for one's whole hand to go into the container due to the flexible plastic cover. This is what occurred with the employee even though she was being cautious. She thereby sustained a needle-stick injury.